Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric, de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion contained >45 and <90 degrees bend. A 16x2.50 omega¿ stent was advanced to treat the lesion. However, a significant resistance was encountered during delivery of the device and the stent was found to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.